Event description:
It was reported that an occlusion alarm occurred. Customer reported blood glucose as high on the continuous glucose monitor. Elevated blood glucose was addressed with correction bolus via the pump. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.